Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. The stenosed target lesion was located in subclavian artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation using an inflator at nominal pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that balloon rupture occurred. The patient underwent percutaneous transluminal angioplasty. The stenosed target lesion was located in subclavian artery. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation using an inflator at nominal pressure, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: mustang 10.0 x 40, 75cm, 14atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 1mm proximal of the distal tip bond and extending approximately 18mm proximally across the balloon material. As per mustang specification the rated burst pressure for this device is 14 atmospheres. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.